Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a mitra clip procedure. Reportedly, the prostyle device was unable to be backloaded on the guide wire during initial insertion. An attempt was also made outside the anatomy, but it failed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23f sheath and the mitra clip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guide wire could not be confirmed as a proxy guide wire was successfully inserted through the guide wire exit port with no resistance observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty inserting the guide wire could not be determined based on the returned device condition. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6: health effect impact code 4641- unexpected medical intervention was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was a micra procedure. The prostyle suture was successfully pre-placed. The guidewire was attempted to be reinserted through the guide wire exit port to exchange the prostyle device; however, the guidewire failed to reinsert. Hemostasis was achieved with the suture of the same prostyle device. Another puncture was performed at another site to continue the micra procedure. The sutures of two new prostyle devices were successfully pre-placed at the second puncture site and were used after the procedure to achieve hemostasis. No additional information was provided.